Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
On an unreported date, the patient had break in aseptic technique which caused peritonitis. The patient experienced peritonitis manifested by cloudy effluent and abdominal pain. Three days later the patient was hospitalized for peritonitis. Treatment and outcome were not reported. No additional information was available at the time of this report.